Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or display anomaly was noted. The insulin pump had a cracked case at the display window corners, a cracked display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, following possible exposure to perspiration. The customer was going to deliver a bolus and a button got stuck and numbers kept scrolling, prior to the button error being received. It was advised to discontinue use of the pump and revert to a back-up plan. The patient's blood glucose level was 12 mmol/l and the customer treated with manual injection. The customer also reportedly stated there was a crack in the lower left corner of the screen on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.